Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the integrated electrosurgical unit (iesu). The system was verified and ready for use. The issue was confirmed and several errors such as m-02, c-82, 3-71, 4-87, c-83 and m-36 were found. Functional testing revealed that the unit generated error code c-82 followed by m-02-3 upon startup. Additionally, a review of the internal erbe error log showed the presence of m-31, m-36 and m-37. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted paraesophageal hiatal hernia surgical procedure, the clinical sales representative (csr) contacted a technical support engineer (tse) and reported that the erbe did not recognize the vessel sealer in the top or bottom port. The csr stated that the erbe also did not recognize the fenestrated bipolar forceps instrument. The tse advised calling technical support as the issue occurs to help with troubleshooting. The procedure was completing as planned with no reported injury.